Event description:
The customer reported that the facility remote alarm would not alarm when a ventilator alarm activated. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician confirmed the customer reported problem. The service technician reported the alarm jack on the main board pcb was loose. The service technician replaced the main pcb board to correct the reported problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.